Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported error code 351.6740. There was no patient involvement.

Event description:
The customer reported error code 351.6740. There was no patient involvement.

Manufacturer narrative:
Corrected g4, h6(method, results, conclusion), h10. A review of the device history record for (B)(6) was performed from date of manufacture 04/30/2007 to present date 09/23/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.